Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by a provider, who stated that the end user "was sitting on the chair and one leg just snapped." The end user reportedly underwent an x-ray scan which revealed no injury. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.